Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia in 2010, vaginal bleeding in 2010, fibroidectomy from 2010 to (B)(6) 2013, adenomyosis in 2010, nabothian cyst in 2010, pelvic adhesions in 2010, appendectomy, gallbladder removal, abdominal hernia repair, thyroidectomy, uterine fibroid, leiomyoma nos, reflux oesophagitis and umbilical hernia. Never had bacterial vaginosis and dysmenorrhea (cramping's) even with my fibroids. Concurrent conditions included low back pain, pelvic pain, ovarian cyst and incomplete bladder emptying. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have blood iron decreased ("low iron"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), swelling ("swelling") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bacterial vaginosis ("infection: bacterial vaginosis") and back pain ("pain: back"). On an unknown date, the patient experienced vaginal infection ("vaginal infection"), cystitis ("bladder infection"), abdominal distension ("abdominal swelling"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with antibiotics and surgery (hysterectomy bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal infection, cystitis, swelling, bacterial vaginosis, vaginal discharge, abdominal distension, back pain, heavy menstrual bleeding, vaginal haemorrhage and blood iron decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bacterial vaginosis, blood iron decreased, cystitis, dysmenorrhoea, heavy menstrual bleeding, pelvic pain, swelling, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date ''(B)(6) 2012'' (previously noted), current pfs: (B)(6) 2013. Received treatment for pelvic pain, abdominal pain, dysmenorrhea, vaginal infection, bladder infection. She had not undergone essure removal or planning for get it removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: bilateral essure micro-inserts placements are noted. There was evidence consistent with bilateral fallopian tube occlusion. Note also of myometrial calcification consistent with a degenerating leiomyoma uteri.; on (B)(6) 2020: results: not available. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, back pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-may-2021: this case become serious incident. Mr received. Reporter's information added. Medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.